Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead was found to have a lead fracture. The physcian did not implant the lead an a new lead was succesfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the stylet was returned inserted in the lead. The stylet had escaped the lumen and the tip was protruding out through a hole in the insulation 578mm from the terminal pin, between the anode electrode ring and the tip. It was also noted that body fluid was present in the lumen due to the puncture hole in the lead. Laboratory testing was unable to reproduce all the reported clinical observations and detailed analysis concluded induced damage as the stylet had escaped the lumen and had punctured the insulation of the lead near the tip. The lead was archived.